Event description:
A healthcare professional reported before a vitrectomy procedure a system message displayed. Anesthesia had already been administered to the pt. The surgery was performed the same day following repair of the system and a seven hour delay. There was no harm to the pt.

Manufacturer narrative:
Add'l info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. A root cause has not been identified. (B)(4).